Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: no manufacturing anomalies were found. The device was inspected, and deformation was visible on the rail slot of the returned device. Conclusion: the most likely cause of the reported event was determined to be "user misaligns or tries to place implant backwards.

Event description:
It was reported that during cage insertion, the cage detached from the straight inserter. The surgeon changed the inserter to the bayonet type. But the cage detached from the inserter again. Finally, another cage was inserted with the straight inserter which used first and the surgery was finished. So, the surgeon complained the dimension of the cage is suspicious.

Event description:
It was reported that during cage insertion, the cage detached from the straight inserter. The surgeon changed the inserter to the bayonet type. But the cage detached from the inserter again. Finally, another cage was inserted with the straight inserter which used first and the surgery was finished. So, the surgeon complained the dimension of the cage is suspicious.